Event description:
Philips received a complaint on the v60 ventilator indicating that the battery had a "breakdown." The customer placed an order for a replacement battery, and within the form the part request for the battery was listed within the column that stated the parts requested were for a "breakdown." Due to this, the battery will consider to have failed at this time, pending additional information. A quote for onsite service by a field service engineer (fse) and a replacement backup battery were provided to the customer. As of the time of writing this, the quote is pending acceptance or rejection by the customer. This investigation is ongoing. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6). Reporting institution phone- (B)(6).

Manufacturer narrative:
A good faith effort (gfe) response from the field service engineer (fse) provided that the device had been outside of use when the issue was initially observed. The investigation is ongoing.

Manufacturer narrative:
The fse returned to the customer site on 19dec2025 and replaced the backup battery. Following the part replacement, the fse completed a performance verification test (pvt), which the device passed, confirming a return to full functionality. The device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. A good faith effort (gfe) response from the fse provided that the device had been outside of use when the issue was initially observed. No patient or user harm reported.